Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the cassette sheeting on the rim of the pump chamber. Functional leak testing was performed, and it was noted that there was a leak from the holing the cassette sheeting. There was no issue observed during clear passage testing and clamp function testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, it was observed that there was a hole in the cassette sheeting which resulted in a fluid leak. This event was discovered during evaluation of a returned sample of a cassette that had not been used by a patient for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.